Manufacturer narrative:
Pump was received with missing e-clip on driver block. Pump had e-01 alarm due to leaky capacitor on motherboard and serial number label peeling.

Event description:
Customer originally called in regarding an alarm. During the troubleshooting, the customer mentioned the serial number is missing. Instructed to return device.